Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. Impedances are typically around 90 ohms, so the health care professional believed there was only one out of range value at greater than 200 ohms. At this time, the products remain in service. Reprogramming was performed and the patient is scheduled to be seen at their normal follow-up appointment. No adverse patient effects were reported.